Event description:
Reporter indicated that reporter has experienced hoarseness and an increase in seizures since having the vns implant. It was reported that the pt would have 1 cluster per month pre-vns and that reporter now has 1 cluster every one or two weeks since the vns implant. While speaking with the pt on the telephone at the line of the initial report, MFR rep could tell that the pt's voice was hoarse when the device stimulated as programmed, but the hoarseness was not extreme or any more severe than the average vns pt with this labeled side effect. Further follow-up revealed that the pt's physician had programmed the device to very low settings (date and settings unknown) and then since then, the pt reported that seizures have stopped. It was reported that the pt's medications were constant since vns implant. The pt is considering having the device explanted. Attempts to obtain add'l info have been unsuccessful to date.